Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/08/2009, 05/10/2009, 05/12/2009 by phone, fax, and mail. A completed questionnaire has not been received and no further info is expected. This report was mailed to FDA on: 06/04/2009.

Event description:
A surgeon reported having four pts with low-grade uveitis following intraocular lens (iol) implant surgery. The events have not resolved and the pts continue to take medication. This pt is also experiencing blurred, hazy vision all the time. No further info is expected. There are five medical device reports associated with this event (one pt was implanted bilaterally). This report is for the fourth pt, right eye.